Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a sling procedure and concomitantly, a labioplasty. The patient underwent mesh revisions due to mesh exposure on (B)(6) 2010, and (B)(6) 2011. Mesh exposure. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, urinary tract infection, dysuria, frequency and urgency. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 8/15/2017